Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in the distal popliteal extending to the dorsalis pedis artery. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was selected and advanced to the target lesion but was unable to cross. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a circumferential tear.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter with no original packaging or other devices. There was contrast in the inflation lumen and blood in the hub, inflation lumen and balloon. The balloon was tightly folded. Microscopic examination of the balloon and shaft revealed a circumferential tear 4cm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).